Event description:
Complainant alleged that during routine preventative maintenance, the device failed to discharge. Complainant indicated that there was no pt involvement in the reported malfunction.